Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery and the alarm was resolved by an infusion set change. The customer's blood glucose level was unknown. Nothing was replaced, however the customer requested to return the malfunctioning infusion set and reservoir back for analysis.